Manufacturer narrative:
Date of event: exact date not provided, information given was first symptom began 3-4 weeks after the initial surgery. (B)(4). All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that a patient was experiencing extremely poor near and intermediate vision, in addition to halos and glare in both eyes post implant of an intraocular lens (iol). A model zxt150, 17.0 diopter intraocular lens was implanted in the right eye. A future explant is planned for this lens on (B)(6) 2018 and reportedly the symfony toric lens will be exchanged for traditional toric lens. Additional information was received, and it was learnt that the tecnis symfony multifocal intraocular lens was explanted from patient¿s right eye in a secondary procedure. There was no patient injury, no incision enlargement, no vitrectomy performed. The replacement lens was reported to be a model zct150 20.0 diopter iol. Patient was doing fine when discharged. This report will capture patient¿s right eye. A separate report will be submitted for patient¿s left eye. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.